Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal bleeding is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2021, the patient was discharged from the hospital, had severe vomiting and was readmitted to the hospital. There it was found that the stoma was bleeding inward and an operation was performed. A few days after the operation, the patient suffered ventricular fibrillation and was placed in an artificial coma. The patient was ventilated. On (B)(6) 202, the patient's husband reported that the patient was still hospitalized. The husband cannot provide any information about the course of treatment. The discharge date was still pending.